Event description:
It was reported that 45 bd ultra-fine¿ insulin syringes packaging had a "tint leakage" or "paint stain" over the label information. The following information was provided by the initial reporter, translated from spanish to english: "it was found a new damage, that it's a tint leakage over the package. Damage: paint stain in piece due to a bad printing, the stain covers the product information."

Manufacturer narrative:
H6: investigation summary: customer returned two images showing multiple locations on the syringes¿ boxes where information text is unclear and not fully legible. Blue ink appears to have bled across multiple locations. A review of the device history record was completed for batch # 0238299 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photos received, bd was able to confirm the customer¿s indicated failure of package printing defects. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 45 bd ultra-fine¿ insulin syringes packaging had a "tint leakage" or "paint stain" over the label information. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found a new damage, that it's a tint leakage over the package. Damage: paint stain in piece due to a bad printing, the stain covers the product information."